Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to noise in the right ventricular (rv) and right atrial (ra) channels. It was noted the noise was caused by electromagnetic interference. The crt-d was reprogrammed and remains in use. No patient complications have been reported as a result of this event.